Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: second sampling date: (B)(6) 2023, sampling from: all channels, ufc: <1ufc/endoscope, bacterial identification: no germs detected. The customer did not provide facility cleaning disinfection and sanitization (cds) practices. The device evaluation was conducted and no abnormalities were confirmed in the areas related to the bacteria detection area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The issue may be prevented by following the instructions for use sections below: cyf-5 has a cleaning manual, and the reprocessing method is described in the cleaning manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 2 colony forming units (cfu) of microbes per endoscope (cfu/endoscope) were found. The results obtained non-comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and all channels tested positive for 1 colony forming units (cfu) per endoscope of acinetobacter species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.